Manufacturer narrative:
Correction to d8, the device is single use and not serviced. Correction to e4, the reporter also reported the event to the competent authority. Update to d4, the lot number of the subject device was found at evaluation to be kr114443. The lot number provided by the user was the packaging lot number and not the lot number of the subject device. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated and the users complaint was confirmed. It was noted that the probe broke around the outer pipe and the broken piece of the probe tip was not returned. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface was blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact to the probe and was scraped against it. The tissue pad was worn away. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user reported the cause of the event was touching the probe to a metal ring and that it was user error. Based on the results of the investigation and the customer reported cause, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. One of the following step-by-step scenario likely caused the event: as the vicinity of the origin of the fracture surface are blackened, a crack was generated in the probe due to a load such as a spark and the error occurred. The crack then extended when load to the device was applied to the probe. And the probe broke off in the end. According to the legal manufacture, the circumstances causing the spark could not be identified. The tissue pad was likely worn away because no tissue was grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section can come off when dirt such as burn is scraped off with something hard. This following information is included in the instructions for use (IFU): " should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.". " use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.". " if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.

Event description:
The customer reports during a total laparoscopic thyroidectomy, using a thunderbeat handpiece, the device intermittently went into alarm at the level of the generator and then immediately broke at the level of the tip of the scissors (jaw). One of the two jaws of the scissors fell close to the thyroid and was quickly extracted by the practitioner. The was a clinically irrelevant delay in the procedure per the physician. A new device was opened to complete the procedure. There was no adverse effect to the patient as a result of this occurrence.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The device evaluation has not yet been concluded. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.